Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did to show any other reports against the provided product/lot code combinations for the dur mar neut liner (B)(4) and the luster hip sz 1 high offset. The lot code required for a lot specific search of the complaint database was not supplied for the depuy cmw 3 40g. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at the time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the stem at the cement/implant interface (depuy cement was used in the primary surgery). Poly wear of the liner and osteolysis were also reported.